Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperative, the scrub nurse was setting up the handpiece with the bur when the tip broke, but remained housed. There was no injury reported as a result of this event.